Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. Since the reported error message could lead to an unintentional pump stop a report is required. A getinge field service technician (fst) was sent for investigation and repair on 2024-06-27. The fst observed the error messages: "safety-s", "+12v" and "rev-rel". All the connector and boards were cleaned and refitted. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar case was assessed by the getinge life cycle engineering on 2024-03-04. Because the error messages "safety-s", "+12v" and "rev-rel" were resolved by refitting of all circuit board connections the most probable root cause was determined as communication disturbances due to transition resistance that can arise from surface corrosion. The review of the non-conformities has been performed on 2024-07-17 for the period of 2017-07-28 to 2024-06-29. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-07-28. Based on the results the reported failures "safety-s", "+12v" and "rev-rel" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was reported that the error message "safety-s" was displayed on a hl20 pump. No harm to any person has been reported. Since the reported error message: "safety-s" could lead to an unintentional pump stop, a report is required in USA. Complaint ID: (B)(4).